Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure, the operating room team interface (orti) screen of the tower went black. The 3d view on the surgeon console was still functioning normally. After reconnecting the rubina camera, the issue was resolved. There was a few minute delay to the procedure because of the issue. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported tower 240v in the field and the associated device logs. Review of the field service notes indicated the logs were analyzed for the tower and no relevant errors or system messages were identified. All universal serial bus (usb) connections on the tower were reseated. All video signal connections were inspected and reseated. All connectors on the rear of the operating room team interface (orti) monitor were reseated. The existing cable ties at the back of the orti monitor were replaced with new ones. The system was tested using the camera and the issue could not be reproduced. Evaluation of the tower 240v confirmed the reported condition. The root cause of the observed condition was that it is likely that the system was not used as intended, which may have caused or contributed to the reported incident. Replication can be traced to improper installation due to transient strain on connectors. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during robotic laparoscopic prostatectomy procedure, the operating room team interface (orti) screen went black. The 3d view on the surgeon console(sc) was functioning normally. After reconnecting the rubina camera, the issue was resolved. There was a few minutes small delay to the procedure because of the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.